Event description:
Boston scientific received information that this local representative contacted technical services on november 11, 2008, to report that this device had generated beeping tones in the past due to a high shock impedance measurement post-implant. The patient was present to the ep lab the month prior, for an invasive system assessment due to a ra lead dislodgement and evaluation of the out-of-range shock impedance measurements. The ra lead was repositioned and the rv terminal pin connections were disconnected and reconnected. Subsequently, no further out-of-range impedance measurements have been reported. Technical services informed the local representative that the device would not generate future beeping tones if the clinical event had been cleared upon device interrogation. Implant, explant, and event dates were not made available.